Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted and the instrument failed to cut as intended. Engineering observed that one scissor blade was deformed at the tip and appeared to have partially melted, preventing the scissors from fully closing. Engineering also observed pitting on the surface of the damaged blade, which is not present on the other blade. The damaged blade was darker at the tip, indicating that the instrument may have arced during a previous surgical procedure.

Event description:
It was reported that the monopolar curved scissors instrument was dull and corroded. No further details were provided. No patient harm, adverse outcome or injury was reported.